Event description:
Boston scientific received information that during a follow up visit, interrogation revealed a yellow alert indicating an atrial lead safety switch that changed the lead to unipolar pacing mode. Atrial impedance measurements were low out of range. In addition, a review of the arrhythmia logbook revealed atrial noise. A decision was made to perform a lead revision but as of this date has not has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.